Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, after attempting to place the left ventricular lead was several minutes, the guidewire became difficult to move within lead. The lead was unable to flush. The lead was not used and replaced successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.